Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6. Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible. The events (capsular contracture and seroma) could not be observed as they are physiological complications.

Event description:
Healthcare professional reported left side pain, capsular contracture baker grade iii/IV, "periprosthetic linear seroma", and "simple cyst". Systemic corticosteroid (beta duo) and montelukast 10 mg used to treat the event. It was noted the device was ruptured. The device has been explanted.

Event description:
Healthcare professional reported left side pain, capsular contracture baker grade iii/IV, "periprosthetic linear seroma", and "simple cyst". Device remains implanted. Systemic corticosteroid (beta duo) and montelukast 10 mg used to treat the event.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV; "periprosthetic linear seroma.